Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Instrument service identified a partial block/clog of wash zone probe 1. The probe wz (part number 08c94-35) was removed and cleaned and the instrument is performing as expected. Based on all available information and abbott diagnostics' complaint investigation, the instrument performed as intended and no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4). An evaluation is in process.

Event description:
The customer observed a (B)(6) result on the architect i1000sr analyzer. The following data was provided: sid (B)(6) initial <1.2, repeat >15000, 23698, 23080 miu/ml. The patient was known to be (B)(6). There was no impact to patient management reported.